Manufacturer narrative:
During testing, it was reported that the device door roller was broken. The customer's reported complaint was duplicated during testing. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported the device alarmed "close door lever." This is not considered a reportable malfunction. However, during verification testing at the service ctr, it was noted that the device door roller was broken.